Manufacturer narrative:
The reported event of untighten setscrew could not be confirmed. The section of the device header that would reveal the issue was not returned for analysis so the cause of the problem could not be determined.

Event description:
It was reported that the patient presented in clinic for a routine pacemaker exchange. During the procedure, the lead could not be removed from the header of the new device due to a set screw issue. The physician implanted a different pacemaker. The patient was stable throughout the procedure.